Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported ER visit for diabetic ketoacidosis (dka) and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer was diagnosed diabetic ketoacidosis (dka) at emergency room visit (ER) on (B)(6) 2016. Parent of patient states visit to ER is due to the patient was not checking their blood glucose levels (bg). Pod is not available. The patient reported earlier in the day that her bg level was near 331mg/dl. When the parent got home, they took the patient to the ER and the patient was tested for high bg levels which was 441 mg/dl. Additional symptoms: nausea, unable to keep liquids down, dehydration. Events provided (00:00 bg / ba / bo / g/c): 655a bg333 bo5.5.